Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4)- the customer comment was confirmed by analysis, there was an analog board defect.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during an ablation procedure, there was a significant amount of noise from the radiofrequency (rf) generator. Further reported there was some ECG cable signal activity; but suddenly there was no signal activity with the distal part of the cable. A message "changing patient cables" was displayed. Thereafter, the cable of the catheter was changed. However, there was still a problem during stimulation with the distal part. The procedure was discontinued. It was noted the patient was okay. No patient complications have been reported as a result of this event.